Event description:
It was reported that pump experienced power source alert and battery charging issue that led to shutdown and inability to turn pump back on, despite use of tandem charging cable, wall adapter, and prior low power alerts. There was no adverse impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes until pump began charging with original supplies, and technical support informed caller that insulin on board and maximum hourly bolus were reset to zero and that cgm sessions must be manually restarted after shutdown, advising caller to monitor pump and call back if issue persisted, which caller understood and acknowledged.